Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately compared to the same meter. The reporter alleged readings of "7.6 and 15.4mmol/l" on the same meter. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event. Replacement products were sent to the patient and the products were requested for return.

Manufacturer narrative:
Follow-up # 1 (05/20/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2013). The patient¿s meter and test strips have been returned on 4/26/2013 and 7/3/2013, respectively, and evaluated by lifescan product analysis on 7/25/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. However, a secondary issue was found, the meter was found to have a cracked lcd display. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.